Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consume via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and peripheral neuropathy. The patient has a medical history of pain in their feet from chemotherapy. It was reported that the patient received a zap when they turned on a hair clipper which was plugged into a wall. It was reported they turned the clippers off and then turned stimulation off until they were done using the clippers. They said there were no other issues. When the rep communicated with the patient¿s device today for a previously scheduled post-operative appointment, it was reported that the rep got a message that electrodes 0 through (B)(6) be shorted. External factors that may have led/contributed to the reported issue of the patient receiving a zap, was this occurred when they were turning on a hair clipper that was plugged into the wall. The rep ran impedances and electrodes 0 through 1 indicated impedances values of 0 and 1 between them, but they had values of greater than 600 when reference changed to any other electrode. No actions were taken to resolve the issue as the patient still had great relief and programs were not using the questionable electrodes. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.